Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained the error message, ¿replace sensor ¿when scanning the adc freestyle libre sensor using librelink. As a result, on (B)(6) 2021, the customer experienced sweating, seizure, and had a loss of consciousness. Hcp contact was made and a glucose of "17" was obtained on the hcp meter and the customer was provided IV glucose for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.